Manufacturer narrative:
(B)(4)

Event description:
It was reported "when removing the catheter guide, it gets stuck and does not come out. When removing it, it stretches and does not work." This defect was found prior to use on the patient. There was no medical intervention required. The patient's current condition is reported as "fine".